Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results for a patient tested on coaguchek xs meter serial number (B)(4) , compared to a laboratory method. On (B)(6) 2018, the customer tested on the meter with a result of 5.7 inr. Within an hour the result from a laboratory was 3.4 inr. The lab result was believed and coumadin dosage was adjusted accordingly. The customer is not on heparin therapy, is not on direct thrombin inhibitors and does not have lupus or apas. The customer has had no new medications, no changes in diet, and no symptoms of bleeding or bruising. There was no allegation of an adverse event. The customer's therapeutic range is 3.0 - 4.0 inr. Retention test strips (314048) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.